Event description:
Pt had right frontal craniotomy for removal of brain tumor. Ventricular drain was put in place in 2001. When drain was removed 15 days later, it broke. The portion that remained in the pt had to be removed surgically via another craniotomy.